Manufacturer narrative:
The customer reports that the alarm did not go off when it was supposed to. A vtach occurred and no alarm sounded. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the alarm did not go off when it was supposed to. A vtach occurred and no alarm sounded.

Manufacturer narrative:
Manufacturer narrative: the customer reports that the alarm did not go off when it was supposed to. A vtach occurred and no alarm sounded. The device was never sent in for evaluation. Nkc completed the evaluation and confirmed the device was working normally. A "v-fib" alarm occurred during the specified time and the alarm was silenced with the silence alarms button. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.